Event description:
It was reported that the pump battery would not charge despite using various troubleshooting steps, such as different wall adapters and a charging cable. There was no adverse impact to the customer's blood glucose level; it did not exceed 500 mg/dl. Customer reverted to using multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted.